Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump would not power on when the customer pressed the wake button. Customer reverted to manual injections and there was no impact to the customer's blood glucose level. During troubleshooting with tandem technical support, it was explained to the customer that the pump may have gone into storage mode and the customer was asked to plug the pump into a power source. A power source was not available at the time the event was reported therefore it could not be confirmed if the pump was in storage mode. Multiple attempts were made to follow up with customer to complete troubleshooting; however, no additional information was provided.